Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted 10 days post implant for an unknown reason. Attempts to gain additional information have been unsuccessful. The lead was replaced with a competitor lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.